Event description:
It was reported that the patient presented in clinic. During interrogation, it was discovered that the right ventricular lead was dislodged. The rv lead was successfully repositioned. The patient was in stable condition pre, during, and post procedure.